Event description:
It was reported that during a training/demo of the da vinci system the customer informed the field service engineer (fse) about non-intuitive movement during the last procedure with system. This system is not for human use and customer said that there was no delay during the last usage. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psm was analyzed and found to have functional test failures related to friction.